Event description:
It was reported that the patient failed to follow therapy steps while performing peritoneal dialysis therapy. It was reported that the patient line was not fully primed before the patient connected. This occurred during prime. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a home patient who was connected before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.